Manufacturer narrative:
Implant regio 36 fractured. Construction was a single implant with a crown placed on it. Bone loss caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant and additional bruxism of the patient.

Event description:
Implant fracture.